Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted. No moisture damage on motor assembly or electronic assembly was noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 320 mg/dl. The customer gave herself a shot. The customer stated that she was tubing and cheering and the pump got wet. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.